Manufacturer narrative:
The coolgard 3000 ivtm system (sn:(B)(4)) was not returned to zoll for evaluation and was not evaluated at the customer site, as the customer did not request a device evaluation and put the coolgard system back for clinical use. However, the event logs were reviewed, and the reported complaint of "inefficient warming" could not be confirmed. Based on the event log data files, the coolgard system was placed in standby mode by the user during treatment. When the system is not in a run mode, it will not warm/cool the patient. The event log review showed no significant discrepancies. Therefore, the root cause of the reported issue was determined to be a user error.

Event description:
The coolgard ivtm system (sn: (B)(4) was used on a patient with a low glasgow coma scale (gcs) score of 3, indicating deep unconsciousness. The patient had already been cooled outside of the hospital using an alternative method. An icy catheter (lot# 98041) was inserted into the patient's right femoral vein with no unusual resistance noted. The patient's initial body temperature was measured at 32.4°c, and the target temperature was set at 35°c. The console was set to a controlled max mode for re-warming. After about 3 hours into the re-warming phase, it was noted that the patient was not warming. The dwell time of the catheter was 50 hours when the issue was noted. All tubings were checked and there was no fluid observe on the floor, patient's bed, in or outside of the console. There were no kinks, bends, or occlusions in the suk and/or the catheter. No alarm was displayed on the coolgard console. The treatment was continued and completed successfully using an alternative method. The coolgard console was placed back into clinical use. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2020-01222 for the icy catheter (lot# 98041).